Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was not confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure; however, the reported stent dislodgement could not be confirmed during return analysis testing. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a 99% stenosed, chronic totally occluded, heavily tortuous, and heavily calcified lesion in the left anterior descending coronary artery. Following pre-dilatation with a non-abbott balloon dilatation catheter (bdc), a 2.5x48mm xience xpedition stent delivery system (sds) failed to cross the lesion due to the anatomy. The tip of the sds moved out of the stent during advancement; however, the stent remained clinged on the balloon. A stent was not implanted. A 2.5x15mm nc traveler bdc was used and the procedure was completed. There was no clinically significant delay in the procedure and no adverse patient sequela. The patient outcome was reported as continuing condition. No additional information was provided.